Event description:
It was reported the programmer rf (radio-frequency) head had intermittent loss of telemetry, and the cable had to be manipulated to interrogate devices. The rf head was returned for evaluation and repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Unable to interrogate; rf (radio frequency) head out of specification on uplink functional tests due to the rf head cable.